Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked from an unspecified location. It was further described as ¿a little liquid leaked from around the front door¿. This occurred after priming of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in removing the cassette. Rts advised the patient to inform their physician regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.